Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the rear casters on the tdxsp-cg power chair allegedly stay off the ground for a period of time. The consumer alleges that when she came down the ramp from her vehicle the rear casters were up off the ground for a period of time. When the dealer was at the consumer's home, the consumer went over a threshold and the dealer witnessed the rear casters up in the air. One caster allegedly came down on its own, slowly, but the other the dealer pushed back down. The consumer is unable to get out of her power chair to push these casters back to ground level. The dealer will have their tech evaluate the chair and speak to an invacare tech. No injury alleged.

Event description:
Customer alleged that she drove the chair down the ramp of her vehicle and when the chair leveled the rear caster wheels were up off the ground. After an unspecified period of time, the rear wheels returned to normal position. No injury alleged.